Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: d, e, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patients over the past 2 weeks that had issues with 14fr foley catheters through bard experiencing leaking around the catheters and one of them was seen at emergency room and was that the balloon in the catheter was not inflated. They had attached the kit that we were using in case there was an issue.

Event description:
It was reported that patients over the past 2 weeks that had issues with 14fr foley catheters through bard experiencing leaking around the catheters and one of them was seen at emergency room and was that the balloon in the catheter was not inflated. They had attached the kit that we were using in case there was an issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.